Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient reported the continuous glucose monitor (cgm) did not alert him for a low glucose level, which occurred the day after the sensor had been inserted. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2019 at around 8:00 am, the patient began feeling funny; his lips and tongue began to feel numb. He went to the washroom and began speaking to his wife, but his sentences were unintelligible. Shortly after, he collapsed. His wife caught him right before he hit the floor. While on the floor, he began to seize and experienced a total of three seizures. His wife immediately took a fingerstick which showed a blood glucose value of 1.2 mmol/l; she did not check the cgm reading. The wife immediately called an ambulance, and the patient was taken to the hospital. His next memory was waking at the hospital, where he was given orange juice, and monitored until his glucose levels reached a safe and stable level. He was discharged at 1:30pm. The cgm did not alert/alarm at any point to indicate he was low, or to indicate any issues with the device. At the time of the report he was feeling okay. Data was provided for investigation. Data investigation could not determine no audio alert on the mobile application. The patient did not cross the low threshold of 4.4 mmol/l on (B)(6) 2019. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.